Manufacturer narrative:
(B)(4). Device was returned for analysis still present in the hoop. The device contained a kink at the base of the strain relief .the catheter was inspected for any kinks and bumps under the strain relief and 1 other kink was noted under he strain relief. The device was flushed with water to activate the hydrophilic coating and then removed from the hoop. There is a break present in the catheter shaft where the braid is exposed from 18cm - 30.5 cm from the proximal end of the device. 2 kinks were found at 6.5 cm and 8cm from the proximal end of the device. A coating confirmation test revealed the coated distal section of the catheter contained damaged coating. No peeling or flaking of the coating was noted. Damaged coating indicates that a sufficient flush was not used prior to removal from the hoop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 24oct2014. It was reported that the hub of the catheter was separated. A 135/10 renegade¿ hi-flo¿ was selected for use. While pulling the device out of the hoop, the hub of the catheter was separated. Procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the shaft break occurred on a portion of the device that could enter the patient.